Event description:
It was reported there was ¿damage detected capping the lead.¿ it was further reported that ¿after reprogramming and testing the system post-operatively with a patient, they decided to change the leads and then they noted blood in the lead.¿ the leads were replaced as a result of the event. The patient¿s ¿system worked fine¿ with the replacement leads and the issue was resolved. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3877, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 3877, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information reported the reason for the initial surgical intervention was that the patient experienced ¿no effectiveness on the therapy¿ and ¿could not use other settings.¿ it was further reported the physician decided to change the leads because there was ¿no stimulation in the area.¿ the patient was reportedly ¿fine¿ following the replacement of their leads.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 3877, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3877, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead.

Event description:
It was confirmed that the lead was implanted on (B)(6) 2013 and explant occurred on (B)(6) 2015. The patient suffers from failed back surgery syndrome and is quite limited in his physical activities, so there is no obvious explanation for the lead damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the first lead found that ¿all conductors were broken 20.5 cm from the distal end¿ and that ¿another conductor was broken 22.5 cm from the distal end.¿ analysis of the second lead found that ¿conductors 2, 3, and 7 were broken 21.0 cm from the distal end¿ and that ¿the outer insulation was cut and breached 25.0 cm and 25.2 cm from the distal end, but it could not be determined when this occurred.¿ it was also noted ¿there were suspected body fluids in the body of the lead¿ and that the ¿fluids in the lead would not impact the performance as the conductors were individually insulated.¿

Event description:
Additional information noted the leads had been "implanted for a long time" prior to explant. However, the exact amount of time remained unavailable at the time of follow-up.